Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the product was not returned; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records review was unable to be performed as the serial number is unknown. Historical data analysis: a search of complaints was unable to be performed as the serial number is unknown. Conclusion: product evaluation cannot be performed as the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's operative eye on (B)(6) 2020 due to negative dysphotopsia. The patient reported of having tunnel like vision. The replacement lens is a non-johnson and johnson 3-piece lens. There was no additional surgical intervention performed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.